Event description:
Event description guidant received information that this clinical study cardiac resynchronization therapy defibrillator (crt-d) was observed to be oversensing two weeks post implant resulting in the patient becoming dizzy. The oversensing could be reproduced with pauses in pacing when the patient stresses his chest muscles. An invasive procedure was performed, during which, the high voltage lead terminal pins were found to be reversed in the device header. The terminal pins were reinserted in the correct ports. Following the procedure, a few days later, oversensing was again observed resulting in the patient becoming dizzy. The crt-d and lead were explanted. A new device and lead were successfully implanted.